Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam . The patient alleged itchy over skin. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-63358 without capturing section a2 and a3a. These sections were updated in this report.